Manufacturer narrative:
The heater-cooler system 3t was received at livanova (B)(4) on (B)(6) 2017 to undergo the deep disinfection procedure. Corrective actions are in progress for this issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned the device has been regularly cleaned according the instruction for use (IFU). The device is currently stored in the clinical engineering department and the user plans to return it to livanova deutschland for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned..

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera during maintenance. There was no known patient involvement.